Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted at implant, and another edwards' valve was implanted in place. Per follow-up, it was reported that the valve was explanted due to a moderate regurgitation by tee after taking patient off bypass. Operative report indicates, " came off bypass without difficulty. The intraoperative tee was repeated and showed the findings of moderate regurgitation. We decided to harvest the heart again and open the aorta. There were 2 stitches on the area of the heavy calcification that were loose, and there was a gap between the prosthesis and the aortic root in the area inferior to the left main coronary. This perhaps could have been fixed with new stitched placed from below up, where by this time, we have made the decision of replacing the valve and we have manipulated the leaflets to a degree. We felt it was better to put a new prosthesis".

Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Per hospital pathology, the subject device is no longer available for return and evaluation. The investigation reveals nothing to indicate a device malfunction or quality deficiency related to this event.